Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slip and caused laceration to a patient's scalp. Additional information was received as follows: surgery was not performed with stereotaxy device clamp slipped when we rolled patient from supine to prime on jackson. The head was clamped approximately 5 minutes before this happened. Happened prior to starting surgery. Type of surgery = posterior cervical decompression/fusion. Delay of approximately 10-15 minutes. Had to staple the skin lacerations on scalp 3 lacerations about 1" in length on scalp. How much pounds of pressure was applied? 3 lines shown. Surgery continued after surgery contacted representative to have clamp assessed.

Event description:
N/a

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Based on the reported complaint, probable root cause is improper or suboptimal positioning of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.